Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported event could not be replicated/confirmed as the reported failure mode was not specified and the device condition is consistent with successful suture deployment. In the absence of all components returned for analysis and specific failure mode provided, a conclusive cause for the reported event could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a prostar xl device with a 6fr after an interventional abdominal aortic aneurysm procedure. Reportedly, the prostar xl "distal lateral device opening was not in line with the marker". The device was removed preventatively and hemostasis was achieved with another prostar xl device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.